Manufacturer narrative:
Findings: pump was received with cracked and bleeding lcd glass, cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump¿s screen was damaged and can¿t be read. The customer was playing basketball and fell on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. There was a black splotch on the screen. The device will be replaced and returned for analysis.